Event description:
During a lumbar fusion operation, the surgeon adjusted the overhead operating room light. Upon movement, a strip of metal from the light caught the arm of the pax monitor screen. The surgeon observed unknown debris fall from the light and/or monitor into the surgical site on the patient's back. A strip of metal that covered the elbow of the light came open.